Event description:
It was reported that the patient had had an infection previously and the patient was considered at high risk for infections. It was noted that the manufacturing representative thought this was in (B)(6) prior to the date of this report; the device was changed out with a new device. Additional information received reported that it was unknown when the infection occurred. Results of the culture were unknown. The infection was the right side, behind the ear at the lead/extension connection. It was unknown if any interventions were taken.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va07hh8, implanted: (B)(6) 2013, product type: lead. Product ID: 3387040, lot# v008951, implanted: (B)(6) 2006, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va07hh8, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. (B)(4).